Event description:
It was reported that the patient had disconnected a supply bag and connected a new bag to the same supply line during the priming phase of peritoneal dialysis therapy. The patient was not connected at the time of the event. The technical service representative reviewed proper procedures with the patient and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected a supply bag and connected a new bag to the same supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.